Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information through a remote monitoring system that this device had a battery depletion error code in response to dropping battery voltages. Boston scientific technical services (ts) and engineering reviewed the data and confirmed the last charge time measurement was normal and that the patient could continue to be monitored. Ts later confirmed the battery measurement was recovering and the device appeared stable. Ts indicated the error was likely a false error due to telemetry. No adverse patient effects were reported.